Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient had a previous pta in the right common iliac artery with an unknown device, during a follow-up check the angiogram showed a small dissection in the right common iliac artery. The physician intended to use the protégé everflex to treat the dissection in the common iliac artery as per IFU. It was reported the vessel was pre-dilated. The stent was loaded on a 0.035¿ guidewire, and was advanced through a 6fr sheath. The device became stuck in the sheath, a second attempt was made to advance the device unsuccessfully. The 0.035¿ guidewire was changed for another 0.035 guidewire, the same advancement issues remained. The physician pulled back the delivery system and observed a break in the shaft, the stent was not mounted on it. The physician pulled back the sheath, cutting it with a knife, revealing the stent inside the sheath. Physician decided not to stent the patient as the blood flow was good. No injury to the patient reported.

Manufacturer narrative:
Evaluation summary: visual inspection: the green non-medtronic sheath was inspected. The green outer jacket of the sheath was cut approximately 10.5 cm from the sheath tip. The metal coiled portion of the sheath was intact, however stretched out. Approximately 44cm of the coil was noted between the cut segments of the sheath jacket. The proximal segment of the sheath showed a bend approximately 3cm from the cut distal end. The distal segment showed the rim of the distal tip bent inwards. Direct backlighting was applied to the sheath and a stent could not be observed within the lumen of the sheath. The protégé everflex was returned with the safety locking pin tightened. The unit was inspected and observed the catheter was bent/twisted approximately 15cm from the distal tip. An approximate 90-degree bend to the catheter shaft was noted at approximately 120cm from the distal tip, at the area of the distal rim of the strain relief. The safety pin was loosened. The deployment grip was started to be pulled and it could be seen that the stent was loaded. Damage to the sheath and everflex deployment system would have led to difficulty in pulling the device through the sheath. If information is provided in the future, a supplemental report will be issued.